Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a malfunction of a ventilator¿s screen. There is no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a malfunction of a ventilator¿s screen. There is no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was not duplicated. The screen worked correctly during the evaluation test. In addition to the above evaluation, the device is disconnected during the test due to false contact in the board system connector, which was not related to the malfunction/issue.